Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. Customer does not have a new aaa alkaline battery to test with the pump. Customer was advised that we will ship a replacement battery cap. Customer was advised to insert a new battery as soon as possible if display did not return revert to a backup plan until replacement arrives. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated that she gave herself a shot of insulin and got intact with her doctor and stabilized it. Customer declined to do troubleshooting for high blood glucose.